Manufacturer narrative:
Customer declined to answer patient initials/ dob/diagnosis.

Event description:
It was reported that the patient was receiving hemodynamic drugs of epinephrine 2-20mcg/min, levophed, 0.5-30 mcg/min, and norepinephrine 20-200 mcg/min; all reportedly "maxed out". At 2215, the pcu alarmed 'communication error' and all infusions powered off. The rn immediately replaced the pcu and channels and reprogrammed all infusions. Despite a brief delay of the infusions the rn stated there was ¿no detectable harm reported.¿ at the time of the incident, the patient had two pcu's, each with four channels infusing other unspecified infusions.

Manufacturer narrative:
The customer¿s reported issue with the pcu alarming for communication error and shutting down is believed to be attributed to an error code 800.8000.0 (general os failure). Review of the pcu error log does not show any errors to have occurred on the customers reported incident date of (B)(6) 2019. A system failure (800.8000 in logs) was identified on a programmed infusion that occurred on (B)(6) 2019 at 10:14 pm. It should be noted that in the case of an 800.8000 error code all operating channels continue to infuse but cannot be edited. Additional review of the system logs and trace logs was performed by software engineering to identify the root cause of the system error. The root cause was not definitively determined.

Event description:
It was reported that the patient was receiving hemodynamic drugs of epinephrine 2-20mcg/min, levophed, 0.5-30 mcg/min, and norepinephrine 20-200 mcg/min; all reportedly to their maximum programming limits. At 2215, the pcu alarmed communication error and all infusions powered off. The nurse immediately replaced the pcu and channels and reprogrammed all infusions. Despite a brief delay of the infusions the nurse stated there was ¿no detectable" harm reported. At the time of the incident, the patient had two pcu's, each with four channels infusing other unspecified infusions.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during an unspecified infusions the pcu alarmed for communication error and shut down. The rn was able to power on the unit and reprogram the infusions to completed infusion. The customer stated that there was no patient harm.